Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the customer removed the water trap from the circuit to waste the water from the cup during ventilation on a patient. In this process the blue part also came off from the circuit together with the spring resulting in a big leakage. No patient injury reported.

Manufacturer narrative:
The affected water trap was received for investigation. Unfortunately not all components were provided- spring and sealing were missing- so that the water trap could not be reassembled and could not be used for analysis of the reported problem (blue part came off from the circuit). The blue part is responsible for ceiling the circuit when emptying the water trap. As the provided water trap could not be used for analysis functional tests were carried out with products from stock (with same part number and revision index). During these tests the reported symptom could not be replicated. Functional tests at supplier site revealed the same results- the reported problem could not be reconstructed. The assembly process was reviewed without finding any abnormalities being root cause of the problem. The reported case is only imaginable when the gasket is very poorly assembled on the body part. Therefore it was tried to assemble the gasket to the body part with minimum contact surface. Two results were found. Either all parts were falling off even before assembling the cup or the cup pressed the gasket down to its correct position. When afterwards the glass was opened again no parts fell apart. Based on these results an assembly failure during manufacturing seems to be unlikely. Finally an exact root cause could not be defined. An incorrect assembled water trap will result in a leakage which if relevant is detected and alarmed by the connected main device during the pre-use check or during use. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.